Event description:
Add'l info from user facility indicates event was not related to the lens. The surgeon tore the haptic during insertion because the incision was too small.

Manufacturer narrative:
The lens eval confirmed that both haptics were broken. This report was mailed in to FDA on: 09/26/1997.